Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material could not be identified. The root cause of why the material remained in the device, and the chipped adhesive could not be definitively determined. However, the issues are likely attributable to component damage. Event: forceps elevator has foreign material. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: rc5083 rev.: 06 section: chapter 3 preparation and inspection IFU document no.: rc5085 rev.: 05 section: chapter 5 reprocessing the endoscope (and related reprocessing accessories) should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the duodenovideoscope, the adhesive around the light guide lens was observed to be chipped. Additionally, there was foreign material found in the forceps elevator.